Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. The automatic barcode reader is being returned for investigation. A review of the device history record indicates the fpc passed all manufacturing requirements and was released for distribution on march 01,2005.

Event description:
The customer stated the automatic barcode reader on the abbott commander flexible pipetting center (fpc) is misreading pt sample barcode labels intermittently. The barcodes consist of both alpha and alpha-numeric characters. Incorrect pt ids have been generated due to substitution of one character for another (e.g. "3" is read as a "y" , "6" is read as a "9"). The misreads are found during the customer review process and no impact to pt management has been reported.